Event description:
It was reported that the patient died suddenly. There were no complications during initial device placement, and the patient had re turned for post op follow up (but missed the one month follow up visit). The patient was being followed with endocrine, pain management, and psychiatry at another hospital. The patient was admitted to the implanting hospital on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 with diabetic ketoacidosis, nausea/vomiting and abdominal pain; on the first admission the stimulator was interrogated and adjusted as per 1 month postop protocol. She was admitted again (B)(6) 2011, (B)(6) 2012 and (B)(6) 2012 with nausea/vomiting and abdominal pain; the stimulator was interrogated and readjusted on during the (B)(4) and (B)(4) admissions (as per 2 and 3 month postop protocol). Interrogation and adjustment of the stimulator performed 3 days before the death showed normal stimulator function and adjustments were within protocol standards. During the last admission, the patient was observed to have a small quantity of hematemesis, but vital signs and hemoglobin were stable during the admission. She required IV narcotic pain management (pain service consulted), psychiatric consultation, diabetes management, hydration, and antiemetics. Due to the hematemesis seen on initial presentation, the admitting internal medicine service put her on mechanical deep vein thrombosis prophylaxis but no heparin. The patient's symptoms gra dually improved and her diet gradually advanced. At 5:15 on (B)(6) 2012, she woke and asked her nurse for a dose of scheduled narcotic for pain. Vitals were normal and the patient appeared in no distress. She was not given any narcotics. On return of the nurse to the room 30 minutes later she was found unresponsive and pulseless. A code blue was called and the patient was found to be in pulseless electrical activity (pea). The code blue continued for 30 minutes until the patient was declared dead. There were no symptoms before the cardiac arrest suggestive of a bowel obstruction caused by stimulator wires. An autopsy was performed by the local coroner's office; preliminary results were not available for communication upon requests made 48 and 72 hours after the death. Results would only be made available to the physicians and family after completion of the final autopsy report (requiring 12 weeks). Due to the sudden death due to pea it was hypothesized that the patient had a massive pulmonary embolus.

Manufacturer narrative:
Lead: model 435135, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 435135, serial: (B)(4), impla nted: (B)(6) 2011, explanted: na.